Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone promax 15 with ios operating system 17.5.1 and app version 2.11.2.8275. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. The customer was unable to self-treat, requiring treatment of lucozade and glucose tablets by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Patch software version was unable to be reprogrammed. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issue was observed. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Returned sensor was reprogrammed to sensor state 1(storage state) and activated with a known good reader to receive first 5 ble packets and signal and sound icons were observed as activated. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned sensor. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor investigation: sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Software investigation: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The customer experienced signal loss alarm with the freestyle librelink application. Freestyle librelink complaint was investigated and no issues with the librelink application in use with iphone 15 pro max, ios operating system version 17.5.1 was determined that would have led to the complaint .attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone promax 15 with ios operating system 17.5.1 and a software version 2.11.2.8275. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. The customer was unable to self-treat, requiring treatment of lucozade and glucose tablets by third-party. There was no report of death or permanent impairment associated with this event.